Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg as the patient's right ventricular (rv) lead was affecting the patient's tricuspid valve. No further patient complications have been reported as a result of this event.